Event description:
It was reported that the device was used during a bowel resection. It was reported by the rep that during the procedure, the surgeon fired the first tlc55 one time without any problems. After reloading the instrument, the firing knob would not go forward during the second attempt to fire the tlc55. A second tlc55 was opened and the exact same experience occurred. A third tlc55 was opened and used to complete the case. In both instances, the problem presented itself while trying to fire for the second time. There was no consequence to the pt.